Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device a syringe was used to infuse water into the cassette bag , and the sample did not leak. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that smiths medical cadd medication cassette, was found to be leaking at the customer's end. The cadd has been filled with 5- fluorouracil, a cytotoxic agent. The leak was noticed by the customer prior to administration.